Event description:
It was reported that the monitor on the 8800 system does not come on (does not boot). There was no report of patient injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the single board computer (sbc) and the associated components. The system was tested and found to be working as intended, and placed back into service.